Event description:
Boston scientific received information that this right atrial (ra) lead exhibited non-capture at maximum outputs, impedances greater than 2,500 ohms, and undersensing. It was noted that a conductor fracture was visualized via fluoroscopy close to the suture sleeve location. A revision was therefore performed and the lead was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.